Event description:
The rptr stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye. The surgeon first thought the lens was too big and was causing excessive vaulting, ordered a shorter length lens and was planning to exchange the primary lens. The day after the primary lens was implanted, the surgeon took pictures of the eye and he noticed the end piece of the plate haptic was curled under. The surgeon re-positioned the lens and did not need to exchange it. The surgeon used the same incision and no suture was needed. The lens remains implanted and the pt is doing well.

Manufacturer narrative:
Secondary surgery. Excessive. Method: medical review. Results: medical review - review of this file indicates that the surgeon repositioned the icl because 1 haptic was curled or unfolded, creating an excessive vault. After repositioning, the problem was resolved. The sulcus is not a smooth area, and have what is called "hills and valleys." The haptic may have curled up because of the configuration of the sulcus and not due to a device malfunction. Conclusions: based on the complaint history and medical review, it was determined that the root cause of this event was not due to device malfunction. (B)(4).